Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have both grip input disks broken. Input disks #6 and #7 were found completely broken from the inside of the housing. This caused the tip not to grasp tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the fenestrated bipolar forceps were not grasping tissue and had a broken tip. The procedure was completed with no reported injury.